Event description:
The provider reported missing 6 rubber tips from one carton of 9630-4. This is a shortage with no consumer involvement.

Manufacturer narrative:
Follow up to be sent if additional information is received.